Event description:
The manufacturer received information alleging a ventilator's screen was blank. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The lcd screen was replaced to address the issue.